Event description:
The customer reported she cut her finger on the metal guide that holds the labels in place while troubleshooting a jammed label on the lh750 slidemaker, a hardware option for the lh750 hematology analyzer. The customer was wearing a lab coat and gloves during this incident. There was no exposure to blood or to other potentially hazardous materials. The customer did not seek medical attention. There was an exposure control or risk mgmt plan in place at the facility.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. The cut was caused by the metal guide that provides tension to the slidemaker label roll. Service was not dispatched to the site. As per product labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.